Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included repairing the telemetry interface module. Tested, calibrated and safety checked until to factory specifications.